Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse observed that the instrument was experiencing laser offset errors and leaking. The source of the leak was a tubing at the sheath restrictor. The fluid leak was also responsible for causing the error message. The fse replaced the affected tubing, and no further evidence of leaking or error messages was observed; the instrument ran without issue. The cause of the leak was a tubing at the sheath restrictor. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that while troubleshooting for laser offset low error messages on the coulter lh 750 hematology analyzer a leak was found at the differential mixing chamber. The volume of the leak was approximately 3 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.